Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported break of the handle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Returned device analysis observed the plunger was not removed (step 3) prior to closing the foot (step 4). It should be noted that the electronic perclose prostyle instructions for use (IFU), states: ¿step 3: pull back plunger to deploy suture. Step 4: lower lever to close foot. In this case, the IFU violation contributed to the difficulties. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. When the plunger is pressed in, the follower portion of the plunger is inside the lever cam. Thus, rotating the lever will cause the lever to collide with the follower preventing the foot from closing. With enough force the follower can be broken allowing the foot to close most of the way and will split the handle halves, appearing to be broken. What was removed from the anatomy is unknown. Additionally, the needles will be in the foot during closing causing increased resistance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1562 removed, code 1069 added.

Event description:
It was reported that this was an arteriotomy closure of a heavily calcified left common femoral artery using a prostyle device after an interventional angioplasty procedure. Reportedly, plaque and calcification blocked the foot and the foot broke while squeezing/ tightening on the handle. The separated foot was safely removed from the anatomy. The intended procedure was abandoned. A surgical cut-down was preformed to suture and place a vascular patch to achieve hemostasis. There was no adverse patient sequela. Although there was an increase to the surgery time, there was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.